Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers where received for the explanted devices, the device history records were reviewed and found to be conforming. If the investigation result will be available an amended medical device report will be filed with zimmer's conclusion. (B)(4).

Event description:
It was reported that after treating a femoral fracture on (B)(6) 2011 with regular x-ray control that the plate was broken. The event occurred 6 months after implantation of the plate. Because the fracture did not heal, the plate was replaced.